Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during aspiration of a blood draw using a bd discardit¿ ii syringe w/o needle, ¿air was introduced into the syringe laterally through the plunger resulting in false values . No report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with one used sample and 20 reference samples. No leakage or air entrance was observed when filling with bd microlance needle. We have performed the leakage test and no syringe presented that issue. Additionally, we performed leakage testing and no syringe presented with that issue. We could not confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (march 18 - 20th, 2017). Syringes were assembled in machine (B)(4), in lot #7072001 (march 13 - 20th, 2017) and in lot #7076203 (march 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7072484, #7066492, and #7076177, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7072488, #7066066, and #7076178, and no problems, defects or qn related to the reported issue were found. Conclusion: based on available information, since we were unable to duplicate the indicated failure mode and review of DHR showed no indication of the alleged defect, no root cause is possible to determine at this time. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. This failure mode will be entered into the complaint management system and continued to be tracked and trended for any additional similar failures.